Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator was not registering carbon dioxide (co2) on the device¿s display screen. The end-tidal co2 (etco2) was connected to the patient but no waveform or digital readout was generated. Another device was used in order to treat the patient. The device was being used on a patient for an unknown reason. It is unknown if the device was used for monitoring or treatment purposes. There was no reported injury to the patient.

Manufacturer narrative:
Correction to add "conclusions"

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator was not registering carbon dioxide (co2) on the device¿s display screen. There was no reported injury to the patient. The reporter stated that a 71 years old male experienced an event of asystole cardiac arrest on (B)(4) 2019. During the event of asystole cardiac arrest, emergency medical services (ems) arrived on scene and connected the patient to the heartstart mrx for end-tidal co2 (etco2) monitoring. During etco2 monitoring, no waveform or digital readout was generated, and another device; brand and model not reported, was used to treat the patient.